Event description:
It was reported that during a radiology procedure, the sheath separated from the sideport hemostasis valve and embolized. Surgery was performed to remove the sheath. There were no add'l complications.